Event description:
It was reported that the handpiece may have leaked during sterilization. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was duplicated. A sample was taken from the device. Based on the investigation details, possible causes for the reported complaint are corrosion damage or problems with the ebox motor controller. A f/u report will be submitted if new info is found once the quality investigation has been completed.